Event description:
During routine testing of the device at the service center, the service technician reported that the front housing of the calibrator was damaged. This calibrator was originally returned for repair of a "cf08" error when the damaged front housing was found. Since this event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.